Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for ten unknown screws. (B)(4) the g5-510: this report is for ten (10) unknown screws. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2016, the patient had an open reduction and internal fixation (orif) procedure performed of the distal humerus. Postoperatively, the patient fell out of a wheelchair which caused the screws to pull out from the locking compression plate. On (B)(6) 2016, all of the patient's hardware, one (1) intact extra-articular distal humerus plate, seven (7) locking screws and three (3) cortex screws were all removed. The patient was not revised with any new hardware but a splint was used, reportedly the patient is "ok" there was no surgical delay and the procedure was completed successfully. This report is for ten unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4) revision surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.